Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately on the date of explant. Block d6b: explant date: (B)(6) 2023.

Event description:
It was reported that the patients spinal cord stimulation (scs) device was no longer working as intended. The patient underwent an explant procedure. No further information could be obtained.